Event description:
It was reported to boston scientific corporation that a jagwire was used during interventional procedure on (B)(6) 2022. During the procedure, the guidewire peeled off. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter state): (B)(6). (B)(4).

Manufacturer narrative:
Block e1 (initial reporter state): guangdong province block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: one jagwire guidewire was returned. A visual inspection revealed, the pebax was peeled and buckled, exposing the core wire. The reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed it is most likely that as part of the device manipulation during procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the damage on the distal end. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a jagwire was used during interventional procedure on (B)(6) 2022. During the procedure, the guidewire peeled off. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.